Event description:
It was reported that the loop recorder had failed to monitor due to a device malfunction. Upon removal, inspection of the device revealed that the upper portion of the device was damaged with "teeth" marks consistent with manipulation with pliers. There was also a small, needle point, puncture wound of the device. The device was replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies found.